Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the rep received page from the manufacturer's national answering service (nas) to call facility re: patient in emergency room (ER). The rep spoke to a hcp whose name was unintelligible who said the patient presented with complaint of increase d pain and "something wrong with her pump". He did not specify what. The rep told him the rep could be there to interrogate pump. Patient said she intended to talk to her primary care hcp for help finding an hcp to manage her pump but had not done so yet. Within 20 minutes or so, the rep received a second page from the nas saying call had been cancelled. The rep reached out to the facility for details and was told by another hcp that patient did not feel bad enough to wait for the rep to get there to check pump and was in the process of being discharged. The rep gave the hcp the number to the manufacturer patient services and asked her to give same to patient with instructions to have her call monday ((B)(6) 2018) for names of managing hcp in her area that may be willing to assume pump management. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. The diagnostics/troubleshooting performed for this event was unknown. Interventions/actions that were taken to resolve the issue was unknown. It was unknown if the issue was resolved at the time of this report and patient status was alive-no injury. The rep stated that he didn't know this patient and she did not have a managing hcp. No further complications were reported.